Manufacturer narrative:
Report date: 25aug2021. (B)(6).

Event description:
A customer reported to philips that while delivering high flow therapy to a patient, the respironics v60 ventilator generated ¿cannot reach target flow¿ (122d) alarms and the patient experienced an event of decreased peripheral capillary oxygen saturation. The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event. This reporter stated that a male patient of unknown age, height, and weight, was admitted to a hospital on an unknown date with the admitting diagnosis of coronavirus (covid 19). No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed high flow therapy via the respironics v60 ventilator and a respironics ac611 high flow nasal canula; size not reported. The liters per minute, fraction of inspired oxygen (fio2), device settings, configuration, and patient circuit were not reported. While admitted on (B)(6) 2021, the patient was receiving therapy via the v60 device, the device generated ¿cannot reach target flow¿ (122d) alarms. The patient experienced an event of decreased peripheral capillary oxygen saturation; values not reported. Hospital staff changed the therapy on the v60 device to bi-level positive airway pressure (bipap); prescription, device settings, configuration, patient circuit, and patient interface were not reported. The event of oxygen desaturation was resolved. No relevant laboratory data was reported. On an unknown date not reported, the patient was discharged from the hospital to home. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and no fault was found. No diagnostic report (drpt) was provided for review. The cannot reach target flow (122d) alarm is a low priority alarm that may occur during high flow therapy. The alarm is generated when the machine pressure reaches its maximum and could not achieve the target flow. The recommended repair is to check the patient, check that the nasal cannula size is appropriate for the flow setting, check that an occlusive interface is not in use, and check the patient circuit for occlusions, kinks, or liquid (respironics v60/v60 plus ventilator, service manual, publication number 1049766, revision k, page 103). No parts were replaced. The device passed all performance verification tests and was placed back into use with the customer.